Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump tongue on the roller pump was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) verified the pump tongue was missing (broke off) the pump. The fsr was unable to order a replacement part, as this part is currently in quarantine at the manufacturer. The fsr returned the suspect device to the manufacturer for further eval.